Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer was using gel tubes and they found a kind of "wax" on the sample surface of the affected sample which may have caused a contaminated or blocked sample probe. Since the customer stopped using this type of sample tube, no further issues were reported.

Event description:
The customer received a questionable cholesterol gen.2 result for one patient sample. The initial result was 4.9 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 176.6 mg/dl. The patient was not adversely affected. The cholesterol reagent lot number was 693961. The expiration date was requested, but was not provided.